Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear from use about the external threads, and damage at the internal threads. The internal drive feature is noted to be partly rounded. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's weight is unknown. Additional 510(k) number is k101880.

Event description:
It was reported that the implant was stripped and had to be removed. It was not indicated if the patient will return for additional appointments. Tooth #19.